Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum on (B)(6), 2011 during a stent placement procedure. According to the complainant, after the stent was deployed, it was noticed that a portion of the device remained attached to the delivery catheter. The physician manipulated the device in an attempt to release the stent; however, this caused the stent to prematurely deploy. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum on (B)(6) 2011 during a stent placement procedure. According to the complainant, after the stent was deployed, it was noticed that a portion of the device remained attached to the delivery catheter. The physician manipulated the device in an attempt to release the stent; however, this caused the stent to prematurely deploy. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the stent had been deployed from the device and had not been returned. The outer sheath was fully closed to the tip. The outer sheath was kinked at several locations along its length. The stainless steel shaft was also kinked along its length. During a functional analysis, the outer sheath was retracted and it was noted that the inner shaft was kinked at 183 mm proximal to the distal tip. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4): stent prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.